Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: "possible leak".

Event description:
Healthcare professional reported "possible leak." This record is for unknown side. Device remains implanted.